Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the bottom knob on the external pulse generator (epg) was broken, however it was noted that the display wires were pinched with the wire insulation exposed. It was noted that the output connector assembly, hanger assembly, upper case and lower case were all broken and there was a capacitor damaged on the main printed circuit board (pcb). It was noted that the encoder assembly and three knobs were contaminated and there was one knob missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom knob on the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.